Manufacturer narrative:
The reported event was confirmed during functional testing of the autopulse platform (sn (B)(4)); the root cause was attributed to a defective lcd board. The autopulse platform is a reusable device and was manufactured on 01 sep 2010 and has exceeded its expected service life of 5 years. Functional testing of the platform found flickering platform display screen, this observation was attributed to a defective lcd board. It was noted however that the observed issue did not affect the readability of the contents displayed on the screen. The platform was further tested and functioned within the specification. The platform was subjected to a run-in test using a good known reference autopulse battery, and operated with continuous compression for 30 minutes without any issue observed. No issue was observed upon review of the archive data retrieved from the platform. Upon customer approval, the component will be replaced and the platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
It was reported that the backlighting on the autopulse platform (sn (B)(4)) display screen was flickering. It was stated that although an issue with the display screen backlighting was observed, the contents displayed on the screen was clear and readable. No further information was provided.